Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was in the emergency room (ER) for an elevated blood glucose (bg) level of 500 (mg/dl) and diabetic ketoacidosis at the time of the call on (B)(6) 2016. Customer was being treated with intravenous fluids and insulin. Reportedly, contact stated that prior to going to the ER, customer removed the infusion set and saw very little insulin exiting from the infusion set cannula when they delivered insulin for troubleshooting. During additional troubleshooting with tandem technical support, contact stated that they saw insulin exit the infusion set tubing. Recommendation was made to change out all pump supplies. Multiple attempts were made by tandem's technical support to obtain additional information; however, no additional information regarding this event was provided.